Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had audio anomaly. Customer's blood glucose value was unknown at the time of the incident. The device will be return for analysis.

Manufacturer narrative:
The device passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The pump alarmed pump error 63 during the self test, was received with the same audio volume when switching from level 1 to 5, and pump error 63 alarm is found in the downloaded history file due to broken trace at pin on the keypad assembly.